Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that they were attempting to use their device on a patient and it unexpectedly powered off multiple times. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the reported issue. Physio replaced the device's battery pins as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they were attempting to use their device on a patient and it unexpectedly powered off multiple times. There were no reports of any adverse effects to the patient as a result of the reported issue.